Manufacturer narrative:
Concomitant products: product ID 3998, lot# v112160, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient experienced 'coupling and or communication issues.' The patient reported 'seeing six colored in boxes' and that the implantable neurostimulator (ins) was '1/4 full.' The patient reported that initially a power on reset (por) message was displayed on her programmer and that it 'lead to the normal recharging screen.' The patient additionally reported that her recharger 'was not charging.' It was also noted that 'she had been having problems communicating with ins to charge.' The patient further noted that she 'never saw the boxes while charging.' A 'loss of therapeutic effect' was reported. The patient stated that 'she originally had the implant for back and leg (pain), but it only works for her leg.' It was also stated that the patient 'only used therapy when her leg hurt.' The patient further reported 'not being able to adjust stimulation.' It was also stated that the programmer displayed a 'call your doctor icon.' A por condition was also reported. Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information found it was reported the device was ¿saying it was not connecting¿ and the recharger showed that ¿it was not connected.¿ it was noted there was a circle and a plus sign between two pictures on the recharger. It was stated every time the patient moved it, it shut off and ¿the screen shut off.¿ it was noted patient ¿could not get it up for nothing¿ when trying to charge and was aggravated with it.¿

Manufacturer narrative:
(B)(4).